Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported issues with 3 sensors. With the first sensor, the customer received sensor updating/change sensor and was filled with dried blood upon removal. With the second sensor the adhesive had loosened due to water that may have gotten into the site after swimming. Lastly, with the third sensor they received calibration not accepted and had a high blood glucose incident. The customer's blood glucose was 420 mg/dl at the time of the event and their sensor glucose level was 120 mg/dl. The customer was treated with the insulin pump. In another instance, the customer's sensor glucose reading was 150 mg/dl but their blood glucose level was 350 mg/dl. The customer's current blood glucose level was 167 mg/dl. Troubleshooting was performed and it was unknown whether the customer had been using the insulin pump system within 48 hours and the auto mode feature was active or not at the time of the event. No further patient complications were reported. The mmt-7020la will not be returned.